Manufacturer narrative:
The information provided in follow up report one was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose has been high ever since she got her basal rates adjusted and that she experiences frequent episodes of diabetic ketoacidosis. The patient recently woke up with a high blood glucose of 388 mg/dl. The patient treated via insulin pump bolus and her blood glucose has since decreased to 282 mg/dl. Troubleshooting was initiated for the insulin pump but there were no apparent anomalies. The device passed the high pressure test. The insulin pump will not be returned for analysis.